Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the difficult steering issue which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced through the steering guide catheter without resistance. While steering the cds to the mitral valve with the m-knob, the cds would steer in the opposite direction. The m-knob was turned 450 degrees, curving the cds more than 90 degrees. The m-knob was in the 12 o clock position and the clip was successfully deployed reducing the mr to 1. The procedure was completed with very good results. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported sleeve steering issue was not confirmed. Returned device analysis confirmed the steerable sleeve functioned as intended. The reported user error of curving the clip delivery system (cds) to 100 degrees could not be replicated in a testing environment, as it was related to procedural conditions. Factors related to user technique which can influence sleeve steering issues include, but are not limited to, excessive curves applied to the device by the user, positioning the device with suboptimal visualization or not following the procedural steps outlined in the instructions for use. It should be noted that the mitraclip system instructions for use; warns not to deflect the sleeve tip more than 90 degrees, as device damage may occur. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined, as the returned device analysis confirmed the steerable sleeve functioned as intended. The user error was determined to be due to the user intentionally curving the cds in order to overcome the sleeve steering issues. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.